Event description:
It was reported by the patient that she has had off and on "severe" incontinence issues for unknown reasons. It is unknown if a revision surgery has been scheduled or has taken place. No additional patient complications were reported in relation to this event.